Manufacturer narrative:
B5: upon follow up, it was reported that antibiotic treatment was discontinued. The patient was discharged from the hospital. At the time of this report, the patient was not recovered from the event. Pd therapy was discontinued, and the pd catheter was removed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of peritonitis unknown. Sixteen days after the onset of event, the patient was hospitalized for the event. The same day as event onset, the patient was treated with gentamicin injection (40 mg per bag, intraperitoneal, ongoing, frequency not reported) and vancomycin injection (1500 mg each bag, intraperitoneal, ongoing, frequency not reported) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the event. Pd therapy was ongoing; however, it was reported the same day as receipt of this report, the pd catheter was going to be removed due to abdominal pain. No additional information is available.